Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced low blood glucose. Blood glucose reading was below 50 mg/dl. It was unknown how the customer treated for their low blood glucose. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.